Manufacturer narrative:
Patient identifier: complete sample ID's: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive results for alinity I anti-hbc ii and provided the following data (reference: = 1.00 s/co = reactive): sample ID (B)(6): initial result on (B)(4) was 1.60 (reactive). Repeated on (B)(4) was 0.17 (non-reactive). Repeated on (B)(4) was 0.16 (non-reactive). Sample ID (B)(6): initial result on (B)(4) was 2.90 (reactive). Repeated on (B)(4) was 0.53 (non-reactive), repeated on (B)(4) was 0.59 (non-reactive). Sample ID (B)(6): initial result on (B)(4) was 1.60 (reactive). Repeated on (B)(4) was 0.29 (non-reactive). Repeated on (B)(4) was 0.30 (non-reactive). Sample ID (B)(6): initial result on (B)(4) was 1.70 (reactive). Repeated on (B)(4) was 0.65 (non-reactive). Repeated on (B)(4)was 0.76 (non-reactive). The customer confirmed the initial reactive sample ran on (B)(4) was repeated twice on the analyzer and both results were reactive. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6) due to customer questioning false reactive alinity I anti-hbc ii results. The fsr performed troubleshooting, found wash zone 1 needed to be cleaned, and determined the wash chamber insert for the sample probe required replacement. Return testing was not completed as returns were not available. The instrument service history review verified that there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the complaint issue. The product monitoring review scorecard was reviewed and found no similar issues for the alinity I processing module with regards to the complaint issue. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint for the alinity I processing module. A labeling reviewed determined product labeling provides adequate information regarding resolving the issue the customer described. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.